Event description:
Boston scientific received information that approximately eight months post implant, this patient experienced redness, swelling and puffiness near the implant site. The patient inquired about allergic reactions. Boston scientific technical services (ts) referred the patient to the physician for follow up and evaluation. Subsequently, the patient presented to the emergency room approximately nine months later due to erosion. The patient reported that intravenous antibiotics were administered and the pacemaker and leads were explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.